Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a depleted tri-cell (0.000v). The root cause of the depleted cell was unable to be positively identified. There was no death or adverse event associated with the battery malfunction.

Event description:
03/22/2021- reopening the complaint. Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. Reclosing the complaint. A us distributor reported that a battery pack was unable to power on a monitor.